Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a total knee replacement procedure, the blade broke in the mount and the cutting end. It was also reported that there was a fifteen minute delay due to performing an x-ray on the patient intraoperatively. It was further reported that there were no adverse consequences as a result of this event and the procedure was complete successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that during a total knee replacement procedure, the blade broke in the mount and the cutting end. It was also reported that there was a fifteen minute delay due to performing an x-ray on the patient intraoperatively. It was further reported that there were no adverse consequences as a result of this vent and the procedure was complete successfully.